Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the same day at 10:00 pm, the patient attempted to test her blood glucose level, but obtained the error 5 message on the reported meter; she did not obtain a blood glucose reading. At 10:20 pm, the patient experienced the symptom of sweating. The patient administered self-treatment with food and/or drink to alleviate her symptoms. She did not seek any medical attention. The patient takes insulin on a sliding scale and tests her blood glucose levels more than four times per day. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition. The issue was not resolved. The meter, test strip and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was not able to test her blood glucose level due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.